Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, due to sinus of valsalva aneurysm. Based on the follow-up with the health-care provider, the patient had an aortic valve replacement 2 years ago, due to endocarditis. Per the discharge summary, most responsible diagnosis: aortic valve stenosis. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Evaluation summary: as received, discolored and stiffened tissue was evident at the free margin. Such characteristics are common to dehydrated tissue. A gap was noted at the coaptation region was most likely due to dehydrated tissue. As received, cuts in the sewing fabric were detected, most likely due to mechanical damage at explant. X-ray. The valve was returned and evaluated. There were no inconsistencies found during the analysis. Additionally, the surgeon indicated that the reason for explant was due to a false aneurysm and that there was no device malfunction. It has been determined that this valve was removed due to reasons unrelated to the device.

Manufacturer narrative:
(B)(4) - sinus of valsalva aneurysm. Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.